Event description:
Device 1 of 2: reference MFR. Report: 1627487-2011-09072. The patient received the scs system including two percutaneous leads (from different lots) on (B)(6) 2011. It was reported that the patient fell and his leads migrated. The physician elected to replace the patient's leads with two different leads. No further information is available at this time.

Manufacturer narrative:
The product was returned complete. The event cannot be confirmed through product analysis testing alone, therefore, no product testing was performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.